Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2020. This report is for a breach in aseptic technique which resulted in a peritoneal infection. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in a peritoneal infection. The breach in aseptic technique was further described as due to improper operations. It was not reported if the patient was hospitalized for the event. The patient was treated with penicillin as anti-inflammatory treatment for the event (no further details). Pd therapy was ongoing. At the time of this report, the patient has recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined follow up.